Manufacturer narrative:
It was reported that the patient was transferred to another hospital "after a few days," no additional information was provided. Log file analysis - a review of the controller log files associated with the event captured showed a rise in power consumption has been logged starting (B)(6) 2016 to a peak of 9.6w to current parameters outside of normal operating range. Waveform trends of this nature may be indicative of a thrombus event or change in patient state. Analysis-hvad pump (B)(4) was not returned to heartware for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via review of the controller log files, which revealed an increase in power consumption and multiple high watt alarms for the reported event date. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. With clinical review of the available information there is no indication of any device malfunctions or performance issues impacting the event. Although a definitive root cause cannot be determined, clinical status, comorbidities, and pharmacological factors are possible contributing factors. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. Pump thrombus/thrombosis is a known potential complication associated with all patients implanted with vads. The for use addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Device remains implanted.

Event description:
It was reported by the medical personnel that patient came to the hospital on (B)(6) 2016 with dyspnea. Perfusionist was sending log files on (B)(6) 2016. The log files showed rise in power consumption and the patient had signs of hemolysis. After discussion with the doctor form the hospital they checked the labor parameters again. Inr 2.0 and ldh >400. Recommendations for lyse therapy again. Patient is stable post event. Investigation is ongoing.